Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm). The elevated blood glucose was addressed by changing the cartridge and infusion set. The customer resolved the issue prior to calling, therefore further troubleshooting was not performed and no additional information was obtained.